Manufacturer narrative:
Additional narrative: product investigation summary: the returned devices were forwarded to service and repair where the complaint conditions were able to be confirmed in each instance as the devices were found to be missing components. In both instances, the complaint conditions were able to be confirmed, but found to be unrepairable due to missing parts. The returned instrument was examined and the complaint condition was confirmed as the connector was received disassembled; both bars, the spring, and one of the two washers were not returned. The set screw utilized to retain/align the knurled cap was found to be backed out upon examination. No definitive root cause was able to be determined; however, the failure mode is consistent with disassembly/improper misassembly leading to the instrument falling apart. The relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level and set screw. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified that would have contributed to the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. No definitive root causes were able to be determined; in each instance the failure modes of "falls apart" was consistent with attempted disassembly and incorrect reassembly. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint conditions. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A service history record review was attempted for the subject device but could not be completed because the subject device is a lot/batch controlled item. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. A service and repair evaluation was performed for the subject device. The customer reported the spring came loose and the item fell apart. The repair technician reported the item was missing parts. ¿missing parts¿ is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The service and repair evaluation was confirmed. The subject device will be forwarded to synthes customer quality for additional investigation. The results of this investigation will be reported when completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a femoral nailing surgery, on the back table, the spring of the flexible shaft connector for an intramedullary reamer came loose and the device fell apart. There was no delay to surgery as an alternate device was available for use. During the procedure, as the surgeon was releasing the sleeve, the locking tabs of the recon locking aiming arm came off as the surgeon was finishing the surgery. The surgery was completed successfully with no harm to patient and without surgical delay. This report is 1 of 2 for (B)(4).